Event description:
It was reported that bd saf-t-intima integrated safety catheter system needles had foreign matter and were black. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 5322449. Our records show the reported lot was manufactured in december in 2015 and determined that this is the second instance of a missing needle being reported for this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ integrated safety catheter system needles had foreign matter and were black. No serious injury or medical intervention was reported.